Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the regulatory agency and reported that, on (B)(6) 2026, a patient was scheduled for cataract surgery based on the medical condition. After the surgeon completed anesthesia and the incision, it was found during the procedure that the intraocular lens could not be used due to the damage. After discussion, the surgeon and the patient family reached a mutual agreement and the surgery was rescheduled till a new intraocular lens arrive at the hospital. On (B)(6) 2026, the secondary surgery was performed, and the patient was recovered and been discharged.